Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was a lead fracture, and the lead was capped.

Manufacturer narrative:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was a lead fracture, and the lead was capped. No conclusion can be drawn lead(s), fracture of oversensing shock, inappropriate.